Event description:
It was reported that an incomplete cartridge change alert occurred. Customer¿s blood glucose (bg) level was in 500 mg/dl range. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.